Event description:
Paramedics connected the device to a person diagnosed in ventricular fibrillation using disposable defibrillation/pacing/ECG electrodes. The operator was allegedly unable to charge the defibrillator or start the pacemaker and use of the device was inhibited. The patient was not resuscitated. The reporter did not know if the alleged malfunction may have caused or contributed to the patient's outcome.